Manufacturer narrative:
(B)(4).

Event description:
It was reported that during use instruments inside the patient in a meniscus suture, when the package was opened t1 and t2 deployed at the same time. The procedure was completed with a s+n back-up device. No significant delay was reported, and no other complications were reported.

Manufacturer narrative:
H3, h6: the reported device was received for evaluation. A visual inspection revealed the device was returned with the t1 anchor attached at the distal tip and the t2 anchor pushed against the needle dimple. No physical damage visible. A functional evaluation revealed the anchors could be deployed as intended. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Factors that may have contributed to the reported event include an unintended second actuation of the device or excessive retraction of the device causing t2 to be pulled from the needle. No containment or corrective actions are recommended at this time.